Event description:
A patient underwent egd (esophagogastroduodenoscopy) with biopsies. There were no complications to the procedure and patient was discharged. Later that evening the patient developed abdominal pain and nbnb(nonbloody, nonbilious) emesis. The doctor was called the next day and the patient was started on zofran. The next day the patient presented to hospital with increased abdominal pain and emesis and was admitted. Later the patient was with hematemesis and abdominal distension. The patient was found to have duodenal hematoma. The patient was on npo (nothing per mouth) and on tpn (total parietal nutrition). The patient never required blood products. Also, it was determined to have pancreatitis. The patient improved with no surgical intervention and was discharged. This report is being submitted because gastrointestinal doctors suspect the olympus biopsy forceps take bigger bite. Although, reviewed with doctors and pathologist and he did not think the biopsies were clearly or consistently deeper than what he had seen before.